Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. Reference mdrs: 2029214-2020-00114. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a medtronic flow diverter embolization treatment, the first flow diverter could not open in the middle segment despite maneuvers suggested by the manufacturer. The microcatheter and flow diverter were removed from the patient. Once removed, the distal portion of the flow diverter was noticed to be damaged. A new medtronic flow diverter and headway 27 microcatheter were introduced and implanted. The physician wanted to optimize distal accommodation, so he decided to dilate the distal portion with a balloon and implant another flow diverter. During the passage of the balloon micro-guide through the implanted medtronic flow diverter, an attempt was made to release another medtronic flow diverter but without success. The device only opened to the medial portion even after maneuvers. It was removed and sent out for analysis. The patient was undergoing embolization treatment of an unruptured saccular aneurysm (unknown dimensions) located in the ophthalmic segment of the internal carotid artery (ica). The distal and proximal landing zone size was unknown. The patient¿s vasculature was severe in tortuosity. The patient was on dual antiplatelet therapy but the pru level was unknown. There are no images for review. The angiographic result post procedure was unknown.

Manufacturer narrative:
H3: the pipeline flex embolization device was returned for analysis within the headway 27 catheter. The pipeline flex pusher was found protruding from within the headway 27 catheter hub for ~41.6cm and the tip coil was found protruding from within the distal tip. During removal, the pipeline flex pusher inadvertently detached at the hypotube proximal to the wire weld. The distal core wire was found bent proximal to the resheathing pad. The distal core wire was found broke distal to the resheathing marker and also proximal to the ptfe sleeves. The ptfe sleeves and tip coil were found damaged. The pipeline flex braid was not found with the pusher. The distal core was sent out for sem (scanning electron micrographic) analysis. Per the analysis report, both wire end breaks exhibit features indicative of localized corrosion attack. The failure mode is localized corrosion of the wire which is supported by numerous areas of the same type of attack adjacent to the breaks. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete to open at middle section¿ could not be confirmed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to an atomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.